Manufacturer narrative:
Any additional information received from the customer will be included in a follow-up report. Device evaluated by MFR: technical support informed imt engineering department to conduct an investigation to know which conditions this event likely to happen.

Event description:
Customer reported that during a high priority alarm, there were red alarm lights and warning message on screen but the alarm sound did not activate. This happened after they muted the medium priority alarm of the bellavista 1000 unit. There was patient involvement and the spo2 of the patient dropped because the caregivers did not recognize the disconnection alarm immediately.